Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion on the reservoir. The customer's blood glucose reading was unknown. The customer received error message and insulin flow blocked message. The customer was assisted with 5.0 fill tubing and insulin exited. The reservoir was not returned for analysis.